Manufacturer narrative:
Product event summary: we also received performance data collected from the device and have analyzed the data. This analysis found no anomalies.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during the implant procedure, the lead was disconnected form the device in order to push the lead forward and when the lead was reconnected it was impossible to tighten the device setscrew. The device was not implanted and another device was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analysis found no anomalies. (B)(4).